Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they recently experienced a blood glucose level of 44 mg/dl. Customer treated the low blood glucose with food, and has gone up to 105 mg/dl. Blood glucose level at the time of the call was 69 mg/dl. Customer also stated that their meter was not linked to the insulin pump. The customer was assisted programming their meter but declined troubleshooting for low readings. The insulin pump was not returned for analysis.